Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: urinary stress incontinence. Rectocele procedure (s) performed: transobturator tape. Bladder neck suspension using uretex transobturator tape (tot) sling. Complications post implantation include pain, recurrence, urinary problems, bowel problems and dyspareunia.